Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope displayed error e231 (unit not recognizing footswitch). The issue occurred during a therapeutic incisional hernia procedure. It was stated that the procedure was delayed for less than 30 minutes. The intended procedure was completed with another similar device. There were no reports of patient harm/injury.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information has been provided by the customer.